Event description:
The customer called and reported that his doctor instructed him to go to the hosp due to his high blood glucose. The blood glucose reading at the time of call was 435mg/dl. The customer was experiencing high glucose for the past two weeks. Reviewed the alarm history and found several no delivery alarms. The customer stated that he is wearing the same infusion set since the alarms occurred. The programming, time, and date were correct. The customer stated that he is in his way to the hosp and only had 5.9 units left in the reservoir. Advised the customer to call back when he is able to give us more details on his admission. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.